Manufacturer narrative:
Our quality engineer inspected the photographs for evaluation. Your report was confirmed as needle retraction failure was confirmed due to the circumstantial evidence that was exhibited in the provided images. Scanned black and white images showed what appeared to be an insyte autoguard needle, which remained extended from the shield. The IV catheter was not visible on the needle. A translation of the characters on the scanned image indicated that the safety mechanism was activated, but the needle could not be retracted. The photos provided for this incident did not present sufficient evidence to establish a definite root cause. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Hard needles cannot be recycled. 20 aug. The customer doesn¿t respond and there is no additional information is available from the customer, thank you!